Event description:
It was noted the patient¿s health had deteriorated continually since the new catheter was implanted last august {refer to manufacturer report # 3004209178-2014-12364 regarding catheter replacement} and the patient¿s wife was wondering if this could be caused by the new catheter material. It was noted the patient was diagnosed with clostridium difficile ¿cdiff¿ infection that was caused by the catheter surgery (B)(6) 2013 and was diagnosed with the ¿cdiff¿ infection (B)(6) 2013. It was further reported the patient got over the infection, but continued to have system cramping, diarrhea, and pain in his legs. It was noted these symptoms had been going on since (B)(6) 2013 and have been getting worse. It was also reported with the cramping they have tried several different cramp medications and the patient could not take a lot of that medication because it shut down the patient¿s urinary tract. It was also reported, ¿things just keep getting worse¿ and the patient had really deteriorated over the last few months. The patient had been to an oncologist and a hematologist and they are getting ready to send the patient to the mayo clinic because the patient¿s autoimmune system ¿was doing something and they don¿t know what it is.¿ it was further reported the patient was very sensitive to medications and ¿can¿t even take ben-gay over the counter arthritis medication¿ because the patient would breakout and could not tolerate it. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).